Event description:
It was reported that the 9600 system would not boot up prior to a case. The 9600 system had to be rebooted several times before it would function. The procedure was completed without further incident. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was replaced during the service call. The system was tested and found to be working as intended and put back into service.